Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack on the screen and the display is not readable. Customer's blood glucose reading was unknown. Advised customer to revert to a back up plan and the device will be returned for analysis.

Manufacturer narrative:
The device was received with flashing white lcd display anomaly due to cracked on lcd controller. We were unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The device was received with scratched case and minor scratched lcd display window.